Manufacturer narrative:
The device evaluation confirmed the customer¿s reported issue, the image displays but is green in color. The colored image problem was isolated to a defective cable unit. The device history records (DHR) was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. However, the reported phenomenon is a known issue and has been previously investigated. Based on a previous investigation the root cause can be attributed to: 1. Cable pins of odu connector are too small for shield cables. 2. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam. 3. Manufacturing jig 5016938 not fully suitable for soldering process. 4. Soldering process at oste is not up to date. New guidelines for soldering process are available ¿ the new guidelines improve soldering stability and manufacturability of ¿good¿ soldering joints. The manufacturing process regarding the soldering joints between cable and odu plug was improved. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The referenced scope was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, the image displays but is green in color. The inspection also noted the cover glass lens at the distal end is cracked and the light guide fiber bundle at the distal end is damaged. The distal end frame and tip have scratches and dents. The investigation is still in progress; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oekg) was informed that the customer high definition endoeye ii autoclavable video telescope has a reported colored image defect, ¿it looks green¿. The customer reported issue was found during inspection before use. No death or injury and no impact to person or other has been reported to olympus.